Event description:
It was reported that patient had experienced high blood glucose level (185 mg/dl) for about two hours which was treated with pump on (B)(6) 2026.

Manufacturer narrative:
E1: event country: saudi arabia (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.